Event description:
It was reported that the pump erosion occurred. The pump explanted in (B)(6) 2015 due to the bottom of the pump was coming through the skin. The pump was used to infuse fentanyl and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).